Manufacturer narrative:
Marchiori, e., herten, m., bosiers, m., schwindt, a., bisdas, t., austermann, m., . . . Stavroulakis, k. (2019). Effectiveness of in tra-arterial aneurysm sac embolization for type ia endoleak after endovascular aneurysm repair. Journal of vascular and interventional radiology, 30(4), 531-538. Doi:10.1016/j.jvir.2018.11.028. The onyx has not been returned for evaluation as it remains in the patients; product analysis could not be performed. The device was not returned; the reported event could not be confirmed. The cause of the event could not be conclusively determined from the reported information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic literature review found reports of patient complications after onyx embolization. The purpose of this article was to evaluate the effectiveness and durability of intra-arterial aneurysm sac embolization for the treatment of type ia endoleak after endovascular aneurysm repair. This study analyzed data from 22 consecutive patients (16 men [73%], overall mean age 77 ± 7 years, range 68¿90) who underwent transarterial embolization of a persistent type ia endoleak after evar from february 2011 to december 2016. The liquid embolic used was onyx. The article notes the following complications: one patient experienced liquid embolic agent dislocation in the superior mesenteric artery and right renal artery had to be treated with angioplasty and stenting of the affected vessels. This patient recovered well and no longterm related morbidity was observed. Eight patients had an indication for reintervention because of endoleak recurrence. One of these refused a further procedure and remained under surveillance. The other 7 patients underwent a secondary embolization procedure, of which 3 achieved successful sealing of the endoleak and freedom from sac enlargement in subsequent imaging follow-up.